Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. The patient was consciously sedated for procedure. A pre-implant dilatation was performed using a 23mm non-abbott balloon catheter, and it was inflated twice. It was noted during procedure, that the patient developed a third degree atrioventricular block after performing the pre-implant dilatation. It was also noted that the heart block was still present at the end of the implant procedure. The decision was made to implant a dual chamber permanent pacemaker. It was also noted post-implant that there was severe perivalvular leakage. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 23mm non-abbott device. On (B)(6) 2024, it was noted that the patient developed an onset of hyperpyrexia. Hemocultures were taken and were negative. On (B)(6) 2024, fecal cultures were taken and were positive for clostridium difficile. The patient was administered antibiotics.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), device malposition, heart block, infection, and fever was reported. Information from the field indicated that during procedure, that the patient developed a third degree atrioventricular block after performing the pre-implant dilatation. It was also noted that the heart block was still present at the end of the implant procedure. It was also noted post-implant that there was severe perivalvular leakage. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 23mm non-abbott device. On (B)(6) 2024, it was noted that the patient developed an onset of hyperpyrexia. Hemocultures were taken and were negative. On (B)(6) 2024, fecal cultures were taken and were positive for clostridium difficlie. The patient was administered antibiotics. Additional information was received that cause of the patient's third degree atrioventricular block are attributed to the patient's past medical history and the interaction of the patient's conduction system and the 29mm navitor valve. The patient's clostridium difficile infection is believed to be a recurrent infection from last january. The cause of the severe perivalvular leakage is attributed to calcifications effecting the expansion of the 29mm navitor valve. There was calcification extending beneath the aortic annular plane in the interventricular septum. It was also noted that the final non-coronary cusp implant depth was 6.15mm. Based on available information, the reported pvl is related to patient condition (calcification effecting valve expansion). A cause for the reported device malposition could not be conclusively determined. It is possible that it is related to patient anatomy. However, this cannot be confirmed. The reported heart block appears to be related to a combination of patient condition (pre-existing right bundle branch block) and procedural conditions (valve interaction with conduction tissue). The reported infection and fever appears to be related to patient condition (recurrent infection). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) ((B)(4)). Subsequent to the previously filed report, additional information was received that cause of the patient's third degree atrioventricular block are attributed to the patient's past medical history and the interaction of the patient's conduction system and the 29mm navitor valve. The patient's clostridium difficile infection is believed to be a recurrent infection from last january. The cause of the severe perivalvular leakage is attributed to calcifications effecting the expansion of the 29mm navitor valve. There was calcification extending beneath the aortic annular plane in the interventricular septum. It was also noted that the final non-coronary cusp implant depth was 6.15mm. The patient was stable and discharged at the time of report. No additional information was provided.